Event description:
It was reported that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 4 of 4. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr advised the hp to start over with all new supplies or perform therapy manually. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.